Manufacturer narrative:
The issue was resolved by replacing the valves on the wash zone manifold and trigger/pre-trigger manifold. The valve is a commonly replaced part to address fluidics issues. The manifold valve is to be inspected and replaced if necessary according to preventative maintenance procedures. Current labeling provides troubleshooting assistance for erratic results. The architect system operations manual lists probable causes and corrective actions for erratic results. "Wash buffer dispense at the wash zones is inadequate" and "pre-trigger or trigger dispense is inadequate" are listed as probable causes. The operations manual instructs the operator to perform diagnostic procedures to check the wash zones as a corrective action. The customer is then directed to contact area customer support if insufficient volume is dispensed. Based on the available information, a deficiency of the system was not identified. Inadequate dispense of solutions is recognized as a probable cause of erratic results. A malfunction of the manifold valves was identified which was resolved by replacing the valves. Review of service ticket history did not identify any other issues that may have contributed to the current complaint. No further action is necessary.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false reactive architect stat troponin-I results (0.2, 0.081, 0.031, 0.062 ng/ml) on a patient serum sample that repeated negative (0.015, 0.016, 0.014 ng/ml) using the architect i2000sr. The sample was repeated on the architect i1000sr with negative troponin results (0.000, 0.004, 0.005, 0.000 ng/ml). The account uses a cutoff of 0.028 ng/ml for troponin. No impact to patient management was provided.